Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. It appears that the excessive force was used to remove the cable connector from the control unit receptacle possibly at a slight angle, thus breaking off the tip of the plastic shell that covers connector pins. The device can still be inserted into the receptacle and is still functional. The device is over 3 years old. The complaint investigation has concluded that this unit was damaged at customer site. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The IFU recommends: ¿ careful inspection of the operative hysteroscopy before and after the procedure for possible signs of damage. Immediate detection and repair of minor damage will extend the life of the operative hysteroscopy.¿ damage may occur if the user attempts to connect a damaged or defective hand piece to the control unit. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while setting up the device, the connector plug release mechanism was broken. There was no patient involved in this event. No additional information given.